Event description:
It was reported that the stenoscope system intermittently has no fluoro images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the x-ray head control cable. The system operates as intended.